Event description:
It was reported that at 27,772 joules of use and 5 minutes while using the surgical fiber during a prostate procedure, fiber breakage / damage occurred. This fiber tip/cap was not cleaned during the procedure. The case was completed using an alternate procedure (rtu / turp). There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; pieces of glass missing at the location of the fracture; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion on metal surface; the outer flow tubing exhibits severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.